Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a dermatome had low power. The event timing was at the start of the surgery. There was a delay on unknown timing to open another sterile set. The surgeon had limited donor site and loss of good quality of skin graft.

Event description:
It was reported that when device was started to use, the power was low. When the surgeon started to take the graft the device stopped. An additional graft was taken from the other side. A new device was used. A delay of 5 min occurred to obtain a new device. The surgical technique was utilized.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018 it was reported that the device started to have low power. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that not working/not cutting the graft and the standard repair parts were replaced. This is not a related issue. Product review of the electric dermatome on (B)(6) 2018 revealed that the device operated erratically. The calibration was outside specifications and side to side specifications at the zero thickness setting only. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the motor, power cord, switch, o-ring and bearings. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the device operated erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device operated erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information received.